Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product information has been received to date. No information has been received to date this remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient experienced an accidental needle stick. No medical or surgical intervention was reported.